Event description:
Possible design defect of software design which leads the user to inadvertently lock out channels of the pump. While medication administration can be switched to another channel, unlocking the channel can only be accomplished by the MFR's svc engineer. Rptr currently maintains 496 of these infusion pumps.